Event description:
It was reported that a user experienced daily fluctuating blood glucose while using the ilet, with swings from over 350 mg/dl to the 40s despite consistent meal announcements and no backup therapy used. Symptoms included hypoglycemia and hyperglycemia. Outcomes included prolonged time outside the target range without medical intervention. Investigation included remote data review planning and troubleshooting with education. Investigation of this case revealed that the cause of the hypoglycemia and hyperglycemia was unclear and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.